Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cholesteatoma during revision surgery. The cholesteatoma was removed successfully and the recipient was reimplanted.